Manufacturer narrative:
Aware date of (B)(6) 2022 used as event date is unknown. Aware date of (B)(6) 2022 used as implant date is unknown.

Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure a cardiac perforation occurred. The patient required surgical intervention in response to the bleeding caused by the perforation. No further patient information is available.